Manufacturer narrative:
B3: updated. B5: updated. Additional information reported that the error occurred while in use with the patient on (B)(6) 2024. There was a delay in infusion therapy; probably not harmful, but not quite clear. The patient's therapy was delayed, and the pump was swapped out.

Event description:
Additional information reported that the error occurred while in use with the patient on (B)(6) 2024. There was a delay in infusion therapy; probably not harmful, but not quite clear. The patient's therapy was delayed, and the pump was swapped out.

Event description:
It was reported error 41622 occurred. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated the complaint is confirmed. The root cause was a loose hub gear. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.